Event description:
User opened the package and adjusted the device to do biopsy. User encountered difficulty during needle advancement at beginning, but the needle can be advanced out of sheath after loosen the screw. After biopsy user retracted the device from patient and detected there is kink at handle and sheath. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the ¿echo-hd-19-c¿ device of lot number c1906354 involved in this complaint was returned opened with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. Image of distal end of needle is attached but no issues can be observed. The device involved in the complaint was evaluated in the laboratory on (B)(6) 2023. The returned device lab findings and observations can be referred through the attached files. On evaluation of the device the below observations were made: distal end of needle examined, and no issues observed, needle removed from the device and proximal needle break observed below the sheath extender, stylet removed from the device without difficulty, sheath extender able to advance and retract without issues, needle able to advance without issue but when needle handle retracted without issue the distal end of the needle did not retract into sheath. Clarification was requested from the customer as below: ¿question 1, is reporting a distal kink and the description of event details kink observed at handle and sheath (this would be proximal- handle end). On lab evaluation the distal end of needle was examined, and no issue observed (no (distal) kink observed?). However, the needle was removed from the device and proximal needle break observed below the sheath extender. Customer responded that it is unknown as the complaints occurred a long time ago it is possible that the customer meant the proximal kink as the description of event states a kink observed at handle. Manufacturing records: prior to distribution ¿eho-hd-19-c¿ devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for echo-hd-19-c of lot number c1906354 did not reveal any discrepancies that could have contributed to this complaint issue. Review of historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1906354. Instructions for use and/label: the instructions for use, (ifu0077) which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the device potentially being used in a flexed or twisted position during the procedure as indicated in the additional. It is also noted that the user had difficulties gaining access to the target site and needle penetration of the target site was slightly difficult. The needle break could have resulted from excessive force which would have been applied when trying to get the needle in and out of the scope during advancement/ retraction. It is noted in the description of event that user encountered difficulty during needle advancement at beginning of the procedure as well as slight difficulty when retracting the needle. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the (B)(6) 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured prior to the corrective action being implemented. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, user encountered difficulty during needle advancement at beginning, but the needle was advanced out of sheath after loosening the screw. After biopsy user retracted the device from patient and detected there was a kink at handle and on the sheath. Confirmed quantity of (B)(4) device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to the device potentially being used in a flexed or twisted position during the procedure. Complaint is confirmed based on visual and/or functional inspection.

Event description:
This supplemental report is being submitted due to the completion of the investigation on the (B)(6) 2023.